Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a defective sensor module. The pressure waveform and systolic/diastolic pressure were displayed on the display screen. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided to us. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a defective sensor module. The pressure waveform and systolic/diastolic pressure were displayed on the display screen. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a defective sensor module. The pressure waveform and systolic/diastolic pressure were displayed on the display screen. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The iabp was checked and a running test was performed. As there were no anomalies or malfunctions confirmed on this iabp, it was returned to the facility without replacing any part and repair.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a defective sensor module. The pressure waveform and systolic/diastolic pressure were displayed on the display screen. No patient harm, serious injury or adverse event was reported.